Event description:
It is reported that; the cage loosened from the holder. Competitive product was available.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the plausible root cause is material damage based on the age of the returned device.

Event description:
It is reported that; the cage loosened from the holder. Competitive product was available.